Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date should be blank as it is unknown when the patient experienced retention in the past. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy was working well for a while. However, on (B)(6) 2017, they started to notice retention. They had to go to the bathroom, but couldn't. The programmer showed that the implantable neurostimulator was on. It was indicated that the patient now had a full catheter and was not able to go to the bathroom. They turned off the ins because when they were on the full catheter, they experienced discomfort with the ins on. The patient mentioned that when they were on program 4 at 2.0v, it worked fine. They also stated that when they turned the stimulation too high in the past, they would get retention. They wanted to know what had all of a sudden caused the retention now. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.